Event description:
It was reported that a physician not trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the arterial puncture was too large to enable enough tissue capture for arteriotomy closure. The device was removed and a second prostar xl was used but with the same result. Hemostasis was achieved with surgical sutures. The arterial puncture was reported to be 20fr there were no reported adverse patient sequelae. No additional information was provided.

Event description:
Caller states connector pins on the inform base appears to be singed and has a "burnt" appearance. Caller also reports a connector pin is missing. No adverse event reported. Requested return of suspect device and replacement was sent.